Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2018-00051, reference MFR report: 3008829311-2018-00052. It was reported the patient is slated to undergo surgical intervention with respect to his drg leads.

Event description:
Device 1 of 3; reference MFR report: 3008829311-2018-00051, reference MFR report: 3008829311-2018-00052. Additional information received indicated the patient suffered a fall and the leads migrated. Surgical intervention was undertaken on (B)(6) 2017 and the leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.